Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 866 mcg/day) via an implantable infusion pump. It was reported that the patient lost 50 pounds and noticed that the pump moved around. The hcp tried to refill the pump on (B)(6) 2020 and noticed it was flipped and was unable to complete the refill. The patient has surgery on (B)(6) 2020 to correct the issue. The pump was flipped back to the correct orientation and resutured into place. The pump was refilled as well. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.